Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied on the stomach on the third and fifth shot on a laparoscopic bariatric - sleeve procedure, the stapler locked and did not fire during the second short. They replaced the staplers in order to complete the case. There was no patient injury.

Manufacturer narrative:
Product ID: egia60amt; additional information: lot no: n6j0847krx, (B)(4), expiration date: 2021-09-30. If information is provided in the future, a supplemental report will be issued.